Manufacturer narrative:
Device evaluation: the product was not tested/investigated as the product had expired june 2017. Therefore, the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product with all testing items were completed and met specifications. A search on complaints revealed that no additional complaints have been received for the production order. Labeling review: labeling review was performed. The directions for use (dfu) adequately provides instructions, precautions, and warnings for the proper use of the product. Based on the results of the investigation, no product deficiency was identified. Alternative report identification number: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female consumer reported she purchased a bottle of complete multi purpose disinfecting solution and upon use of the product, her eyes were irritated with a burning sensation. The patient stated she went to the doctor and her impairment was trivial and she is doing well. Through follow up with the consumer, she used the product and it made her eyes burn. She went to the doctor and he prescribed something (name of medication not provided) and there was a follow up visit; she is now doing fine. No further information was provided.